Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out some of the solution bags and cassettes; however, reused the heater bag. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's (B)(4) to report a check lines and bags alarm which occurred on home choice (hc) during prime. The care giver (cg) stated that he had already started over with new supplies but did not replace the heater bag. The baxter technical representative (tsr) advised that when starting over all supplies must be replaced. The tsr had the cg cycle power to clear error and remove the cassette. The hp will start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance followed up with the caregiver (cg) on (B)(6) 2011. The cg said that he had changed out the cassette only. The cg changed everything out and the home patient was able to complete therapy. The cg said that the lumen on the supply bag was the size of a pin hole which was restricting the flow. Therapy has been going well since incident.